Event description:
The patient is in the hospital and the suspect device was used to check their blood glucose. At 17:58 the result was 486 mg/dl. A repeat test was performed at 18:07 and the result was 489 mg/dl. The patient was then treated with insulin and a lab sample was drawn at 18:10. The lab result came back as 141 mg/dl. The patient's blood glucose went low quickly and at 21:05 another lab draw was performed with a result of 28 mg/dl. The patient was then treated to counteract the insulin dose given earlier. Controls were reported as being in range earlier in the day. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.